Event description:
As reported: "in practice, the nut remained locked to the nail adapter block. Therefore we had to interrupt the operation, because it was no longer possible to connect the centering device."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d4 lot#. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of normal usage, evident by worn-off surfaces and scratches. However, it was observed that the first couple of threads were found to be deformed. The underside of the nut also had hitting marks, indicating abnormal usage. A functional inspection was carried out and it was found that the nut and the nail adapter were jammed together and cannot be unscrewed because the proximal head of the nail adapter on which the nut was screwed was bent from the unwanted external impact as evident from the provided pictures due to which their threads got misaligned and jammed together. For the nut to be unlocked the nail adapter proximal head was straightened and after that, the nut can be easily unlocked from the nail adapter leaving damaged threads on both the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was caused by the mishandling of the devices which resulted in the bending of the proximal head of the nail adapter causing the two devices¿ threads to get misaligned and stuck together. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "in practice, the nut remained locked to the nail adapter block. Therefore we had to interrupt the operation, because it was no longer possible to connect the centering device.".